Event description:
As stated by the customer on the 2010 (B)(6): per the ahus service tech - "the caregiver was bathing the resident and had him turned to his side when he heard a click and the resident hit the floor." Further findings from the tech are that the shower trolley is in good condition except that the head end of the left side handrail doesn't clip in." (B)(4).

Manufacturer narrative:
We are reporting according to (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab (B)(4) on behalf of our sales and distribution company in the USA, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.